Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. According to the complainant, the patient reported having intense abdominal pain and vomiting. An x-ray was performed, it was confirmed that the balloon was hyperinflated. The balloon was explanted on (B)(6) 2025, and a new balloon was implanted. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code f2203 is being used to capture the reportable event of imaging required. Device code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code a1406 is being used to capture the reportable event of inflation problem.

Manufacturer narrative:
Block h6: device code f2203 is being used to capture the reportable event of imaging required. Device code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code a1406 is being used to capture the reportable event of inflation problem. Block h11: the returned orbera balloon was analyzed. A visual and media inspection was performed. The balloon was returned deflated, with evidence of deflation using surgical instruments and with presence of microbes in the external part of the balloon, also it was received dyed color blue. Regarding the media analysis, the customer provided an x-ray picture where it can be observed a line indicating the presence of air in the balloon. Based on all gathered information, the probable cause selected is known inherent risk of device, since these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A review of the product labeling identified that the device was used in a manner inconsistent with the labeled indications. The balloon received was colored blue. According to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. According to the complainant, the patient reported having intense abdominal pain and vomiting. An x-ray was performed; it was confirmed that the balloon was hyperinflated. The balloon was explanted on (B)(6) 2025, and a new balloon was implanted. There was no patient complications reported as a result of this event.